Manufacturer narrative:
Continuation of d10: a2dr01 ipg doi: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced fatigue and weakness. The implantable pulse generator (ipg) had reached elective replacement indicator (eri), the right ventricular (rv) lead exhibited undersensing with potential inappropriate pacing on stored and current electrograms (egm) and the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing on electrograms (egm). The ipg was prophylactically removed and replaced and the rv and ra leads remain in use. No further patient complications have been reported as a result of this event.